Manufacturer narrative:
The results of this investigation concluded cusp 3 contained a tear. There was no acute inflammation or significant calcifications present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2010, this 27mm epic valve was implanted in the mitral position secondary to mitral stenosis. Concomitantly, the aortic and tricuspid valves were also repaired secondary to aortic stenosis and tricuspid failure. On (B)(6) 2017, dyspnea was reported and an echo revealed a tear at the p1-p2 segment. On 17 august 2017, the epic valve was explanted and replaced with a second valve (details unknown). The explant was complicated by bilateral pneumonia.